Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. Customer was treated with oral and intravenous dextrose to address the low bg. Customer was discharged later the same day with the issue resolved and no permanent damage.